Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify battery out limit due to button/keypad anomaly. No moisture damage found inside the pump. Insulin pump was received with cracked display window corners, reservoir tube, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was performed. The device was returned for analysis.